Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having kidney cancer and removed two tumors in his bladder. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experience kidney cancer and removed two tumours in his bladder. Additionally, breathing issues was reported due to not getting air flow while using device. There was no medical intervention required by the patient. The reported event of kidney cancer and removed two tumours in his bladder and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. The reported event that the customer was not getting air flow while using a dreamstation and its reported severity 1 was reviewed by the pms clinical expert. This event is assessed as possibly related to the product problem with the device. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributer and at this time no further investigation can be performed. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect updated with additional clinical code for breathing issue (1816) which was missed in previous report. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging experience kidney cancer and removed two tumours in his bladder. Additionally, breathing issues was reported due to not getting air flow while using device. Additional information was received about the alleged kidney disease/toxicity, cancer and 2 tumors in bladder. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.